Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The returned device data have been analysed. The available iegms document the presence of noise in the rv channel that led to two charging cycles without shock delivery. Furthermore the pacing impedance of ¿<200 ohm¿ on (B)(6) 2014 was confirmed.

Event description:
Ous MDR - it was reported that 15 months after the implantation, oversensing of artifacts in the ventricular channel was observed. The pacing impedance on this lead was found to be out of range (< 200 ohms). No adverse patient side effects were reported.